Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report corrected information to 0002023141-2024-03270. The product number was inadvertedly entered incorrectly and has now been corrected to tsvtb11.

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. E1: initial reporter¿s title and last name are not provided / unknown. G4: additional 510(k) number is k013227.

Event description:
It was reported that the fixture mount was stuck in the implant at placement. Implant removed and another one placed in the same surgery. Tooth number 9. Original mount removed from implant in office, outside mouth.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvtb11, (imp,tsv,3.7,11.5,mtx,mg) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. The alleged stuck mount was not returned for evaluation. Therefore, the reported event is non-verifiable. No apparent malfunction was identified with the returned implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. Device history record (DHR) review was completed for the subject lot number 1251379. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1251379 for similar events and no other complaint was identified. Review completed utilizing keywords: does not disengage/release. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is incorrect techniques used during implant placement customer error. Therefore, based on the available information, the implant malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.